Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support assisted customer with clearing the alarm. Customer's blood glucose was 180 mg/dl.